Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 21 centimeters from the is-1 terminal pin and only the proximal segment was received. Setscrew marks were noted on all terminal pins. The insulation was intact on the returned segment with no signs of damage. Resistance and pressure tests were completed on the lead segment to assess electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations. There were no signs of insulation damage on the returned segment.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with high pacing threshold and high out-of-range pacing impedance measurements. An x-ray was performed and although a fracture was not noted, it appeared that there was an insulation issue. The rv lead and this associated cardiac resynchronization therapy defibrillator (crt-d) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.